Event description:
It was reported that the patient complained of chest pain on exertion. A computed tomography (CT) scan was performed and could not rule out a micro perforation by the right ventricular (rv) lead. Upon looking at the lead position and lead integrity, the physician chose to extract the lead and insert a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068-52, lead, implanted (B)(6) 2000. (B)(4).